Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple devices across the facility experienced failures identified as not detected on bus following a pyxis update performed the prior night. The customer reported over 80 such failures house wide. Several devices were shut down for more than six minutes and rebooted; however, the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers were not detected on the bus after the update. A field service engineer (fse) determined that the drawer board and controller board were defective and required replacement. All defective boards on the auxiliary were replaced, the pyxis cable in the main unit was reseated, and one faulty cubie was removed. The system was tested using hardware test application (hta) diagnostics with no issues detected, and proper operation was verified with the customer. The system functioned as intended after field service engineer repaired the issue.